Event description:
It was reported that during a da vinci-assisted surgical procedure, a monopolar hook which was being used by the surgeon disengaged itself from the instrument arm and therefore moved out of the patient operative field and back into the cannula guided by the instrument carriage. There wasn¿t any patient harm because the monopolar hook was being used to dissect at the front of the esophagus at the time and wasn¿t hooked around any structures. The customer reengaged the instrument and was able to use it to finish the procedure. This didn't appear to have been proceeded by a clash of instruments or instrument arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting unintended motion of permanent cautery hook, an investigation is in progress to determine the cause of this reported event. The customer reengaged the instrument to resolve the issue. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument arm moved with unintuitive motion. Poor arm control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure modes could likely cause or contribute to an adverse event if it were to recur.